Event description:
It was reported that on (B)(6) 2026, a surgeon used the device in the operating room to perform a laparoscopic tension-free right inguinal hernia repair on a patient. During the procedure, the surgeon used the endoscopic camera system to observe and monitor the surgical field. The display screen exhibited flickering of the surgical image, accompanied by streaks and color distortion. This phenomenon varied with changes in the camera and laparoscope angles. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).